Event description:
It was reported that the event occurred during declotting of a fistula graft. The ptd catheter was inserted without incident, and two passes were made. After the second pass, the catheter was removed, and a 4-5 mm segment broke off inside the patient. It was noted that there was a kink in the graft which required a sharp angle to be used at one location. The retained segment was snared and removed without incident. There were no patient complications reported.

Manufacturer narrative:
F/u report will be filed if more info becomes available.